Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5150398 and mw5150399.

Event description:
A voluntary MDR/medwatch report was received on 2/1/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted (location unspecified). On (B)(6) 2023, the patient stated that the inaccuracy causes him to ¿overdose¿ on insulin which required emergency medical services to assist the patient with a hypoglycemic event. The patient said emergency medical service was unable to stabilize him and was then transported to the hospital. While hospitalized, the patient reported that his cgm and bg meter were ¿off by 100¿, citing his cgm was reading 340 mg/dl and the bg meter was reading 230 mg/dl. No patient symptoms were reported. It was not specified what medication or treatment was provided to the patient during this event. It was also not specified how long the patient was in the hospital. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were off by 100 points. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.